Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation.

Event description:
On an unknown date, the patient was implanted with a non-gore manufactured stent graft as part of a thoracic endovascular aortic repair. On (B)(6) 2017, a conformable gore® tag® thoracic endoprosthesis (tgu373715/17446505) was to be implanted as part of a re-intervention procedure to treat a distal type I endoleak. The delivery catheter was advanced through a 24fr introducer sheath; however, the physician reportedly had difficulty advancing the device to its target location through the previously implanted stent graft. According to the report, the patient¿s anatomy was also moderately calcified and extremely tortuous. Before it could reach its intended location, the middle portion of the device unintentionally and prematurely deployed. The physician was able to successfully remove the device, and the procedure went forward using another device of the same catalog number. The procedure was concluded without any further reported complications, and the patient tolerated the procedure. The device was discarded at the facility and, therefore, was not available for analysis by gore.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.